Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse removed the incubation ring and found cuvettes with some liquid in them. As a result, the magnets were corroded. After further analysis by the cse, the cse found an issue with the waste system, where the waste liquid was backing up into the aspiration probe lines. The cse replaced the grey pump, pump 5, rinse blocks, magnets and the internal waste tubing. The cse then ran precision testing and the results passed. The customer performed precision runs of samples and low adjustor. No discordant results were observed. The samples were still run in duplicates. There were no discordant results since service visit. A siemens headquarters support center (hsc) specialist reviewed the service information. Hsc concluded that the cause of this issue was from the waste backing up into the cuvettes. The cause of the discordant, falsely elevated cardiac troponin I results is due to the waste liquid backing up into the aspiration probes. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s). The samples were repeated on the same advia centaur cp instrument, resulting within the expected patient range. A corrected report was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I results.